Event description:
The following information was reported: the physician stated that the patient had no hematoma or oozing at the site. A couple hours later, the patient was complaining about back pain. A CT scan showed a retroperitoneal bleed. The physician kept a femostop on the patient to create hemostasis. The patient was hospitalized and the discharge date is unknown. Procedure type: interventional coronary sheath size: 6f intended closure: arterial. In the physician's opinion the event was caused by the mynx device/procedure. The physician believes the wire on the device caused the issue since it doesn't have a jtip. Additional information: rep was told it was over a month ago by the staff but (exact date unknown).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.